Event description:
It was reported that the device will not release from the powerload. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The original MDR submission was for an unknown device. Later on, the correct device was identified, and an evaluation was conducted. The issue identified was not a reportable hazard.

Event description:
It was reported that the cot will not release from the powerload. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.